Event description:
It was reported there was a pump problem. It was noted that a critical alarm was confirmed by telemetry. It was reported that the alarm was due to motor stall which occurred (B)(6)2014 at 16:28 with tube set occurring (B)(6) 2014 with no recovery in the event logs. It was noted that the patient denied any MRI/tests/medical procedures. It was reported that the patient is asymptomatic. It was noted that the they assessed the reservoir the day report with the expected residual volume being 14.5 ml and actual residual volume around 15, so it was determined that the pump was infusing drug. It was reported if the pump event logs have not confirmed a recovery they will perform a dye/rotor study (B)(6) to confirm the rollers are turning. It was later reported that the patient had an MRI on (B)(6) 2014. It was noted that the time of the stall correlated with the motor stall. It was reported that the patient did not have pump checked after MRI <(>&<)> reported pump was still alarming even after the refilled <(>&<)> updated the pump. It was noted confirmed logs show the stall <(>&<)> tube set as previously reported. It was reported that 7 logs from the update the day of report but no verbiage of recovery was seen. It was noted that they ¿know the pump is fine¿. It was reported there had not been a confirmation of the stall recovery at the time of report. It was noted that the pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).